Event description:
The lead was explanted due to noise.

Manufacturer narrative:
A partial lead measuring 17.5cm in length was returned. The analysis of the returned portion exhibited normal electrical characteristics. As received, there is no indication of the lead causing the reported noise observed. However, no complete evaluation and assessment can be performed, given that the lead was partially returned.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that externalized conductors were observed on the already capped lead during fluoroscopy to evaluate addition of an atrial lead. No electrical anomalies were observed. Explanting the capped lead was suggested.